Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sigmoid colectomy. According to the reporter: clearify visualization system (reference number: 21-345) wand tip broke off during a laparoscopic sigmoid colectomy. Additional information requested from the account but not yet received.